Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging the unit was making noise. The device was not in patient use. The device was returned to manufacturer for evaluation and the customer's complaint was confirmed. Pieces of the inlet air path assembly were observed in the blower impeller. The device's inlet air path assembly, removable air path foam, blower bellows and flow sensor assembly were replaced due to contamination. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the investigation was ongoing and a follow up report would be submitted when the investigation was complete. No follow up report is required.